Event description:
Reporter stated that the surgeon ws inserting a collamer three piece intraoclar lens model cq2015 into patient's eye and the lens tore. The lens was removed without enlarging the incision and another lens was inserted. No patient injury.